Event description:
Unomedical reference number (B)(4). Event occurred in the united staes on 03-apr-2024, the patient reported an events of the infusion set cannula kinked with 7 infusion sets. The infusion sets had been used for less than a day. The events occurred after 3 or more hours of insertion. The insertion site was at the abdomen. The blood glucose level was high therefore the patient was treated with correction injection via mdi. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.